Manufacturer narrative:
Investigation summary with the available information bsc concluded based on analysis results, that the as reported error 211 and 235 which led to the procedure being cancelled were confirmed. The errors were likely due to an electrical overstress within the resonator triggering error codes to be displayed. After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on 04 november 2012. The system was lasted serviced on 23 july 2020. The laser console was fully functional without any issues. Device technical analysis: the xps laser console was serviced and evaluated by field service engineer (fse) at the customer site. The fse replaced the resonator and laser power supply (lps). Upon powering the console problem 171 appeared, low energy. The fse requested a new resonator to correct this error. After the resonator was replaced the fse added additional deionized water to the cooling system and recalibrated the system. The console passed full functional and electrical safety testing. The lps and resonator were returned and thoroughly analyzed. Visual inspection of the lps determined the exterior of the unit was in good physical condition. Upon functional testing, the lps passed all output current tests. Visual inspection of the resonator identified the second bar of diode being bunt and visualized that the frozen indicator was purple, indicative of it being exposed to freezing temperatures possibly during transport. If there had been water in the unit at the time the freezing temperatures could have induced internal damage. The service department then repaired the resonator by removing the pump module before replacing and testing the diode and water fittings. Once the flow rate tests were passed the pump module was reinstalled and the resonator realigned. The desiccant packs were also replaced and the laser output power calibrated. Labeling review a review of the greenlight xps laser system IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that errors 211: laser power supply brick fault and 235: no lps current were displayed upon starting the console. The laser was restarted five times unsuccessfully and error 211 was appearing after 1:50 minutes. The errors were encountered outside the patient and general anesthesia had been administered at the time of the reported issue. The procedure was not completed due to this event. The patient did not experience any clinical consequences.

Event description:
It was reported that errors 211: laser power supply brick fault and 235: no lps current were displayed upon starting the console. The laser was restarted five times unsuccessfully and error 211 was appearing after 1:50 minutes. The errors were encountered outside the patient and general anesthesia had been administered at the time of the reported issue. The procedure was not completed due to this event. The patient did not experience any clinical consequences.

Manufacturer narrative:
Fields corrected: if follow-up, what type? Investigation summary with the available information bsc concluded based on analysis results, that the as reported error 211 and 235 which led to the procedure being cancelled were confirmed. The errors were likely due to an electrical overstress within the resonator triggering error codes to be displayed. After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history review: a service history review was completed. This laser console was installed on 04 november 2012. The system was lasted serviced on 23 july 2020. The laser console was fully functional without any issues. Device technical analysis: the xps laser console was serviced and evaluated by field service engineer (fse) at the customer site. The fse replaced the resonator and laser power supply (lps). Upon powering the console problem 171 appeared, low energy. The fse requested a new resonator to correct this error. After the resonator was replaced the fse added additional deionized water to the cooling system and recalibrated the system. The console passed full functional and electrical safety testing. The lps and resonator were returned and thoroughly analyzed. Visual inspection of the lps determined the exterior of the unit was in good physical condition. Upon functional testing, the lps passed all output current tests. Visual inspection of the resonator identified the second bar of diode being bunt and visualized that the frozen indicator was purple, indicative of it being exposed to freezing temperatures possibly during transport. If there had been water in the unit at the time the freezing temperatures could have induced internal damage. The service department then repaired the resonator by removing the pump module before replacing and testing the diode and water fittings. Once the flow rate tests were passed the pump module was reinstalled and the resonator realigned. The desiccant packs were also replaced and the laser output power calibrated. Labeling review a review of the greenlight xps laser system IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that errors 211: laser power supply brick fault and 235: no lps current were displayed upon starting the console. The laser was restarted five times unsuccessfully and error 211 was appearing after 1:50 minutes. The errors were encountered outside the patient and general anesthesia had been administered at the time of the reported issue. The procedure was not completed due to this event. The patient did not experience any clinical consequences.